Manufacturer narrative:
Device evaluated by MFR: analysis found that it is not possible to reproduce customer complaint. The patient interface is received in good condition, no deviations/anomalies found. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the patient interface was broken. There was no patient impact.

Manufacturer narrative:
Device evaluated by MFR: analysis found that it is not possible to reproduce customer complaint. The patient interface is received in good condition, no deviations/anomalies found. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the patient interface was broken. There was no patient impact.